Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery the air detector alarmed intermittently during the case. Product was not changed out. Surgery was successful.

Manufacturer narrative:
Terumo has not received the actual device; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).